Manufacturer narrative:
Technician found the bed in bedshop. No head or knee up function. Found plastic shroud holding down the foot CPR release. Reseated the shroud to resolve this issue.

Event description:
Info rec'd that the bed had no head or knee up function. No injury reported.